Manufacturer narrative:
D10 (ethicon prolene mesh 30x30 cm (onlay), product ID - pml1, lot # - dme716). H6 ime e2402: acanthosis of epidermis, abnormal labs for crp; albumin, thickening of midline abdominal wall, sinus, acute abdomen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced small bowel obstruction, ischemia, fluid collection, fibrosis, inflammation, mesh erosion with foreign body reaction, scarring, necrosis, infected mesh, acanthosis of epidermis, abscess formation, nodules, abnormal labs for crp; albumin, thickening of midline abdominal wall, bulge, hernia recurrence, fever, open abdominal wound, seroma with fluid drainage, abdominal pain, swelling, shock, acute abdomen, sepsis, purulent discharge from lap scar, impaired healing, four discharging sinuses, wound dehiscence, abdominal wall weakness, & bleeding. Post-operative patient treatment included CT scan, hospitalization, debridement of necrotic fat, IV antibiotics, wound vac, wound therapy, laparotomy and resection of small bowel, partial removal of mesh, central venous line, wound care with silver nitrate, mesh removal, primary closure of abdomen, IV fluids, nasal cannula oxygen, & pca with IV analgesia.